Event description:
The customer reported, the system failed to produce fluoroscopy xray. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. Parts in the system were found to have malfunctioned. No add'l info has been made available. However, no reports of pt or staff injury were reported.